Event description:
It was reported that during an initial hip procedure, while using a drill bit to insert he screw, the drill bit broke. The surgery was carried out using another drill bit. There were no pieces retained nor harm to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G3: report source jordan. The customer has confirmed that the product will not be returned for evaluation as the product has been discarded. The investigation is in process and a follow-up report will be submitted upon completion.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned. One picture was received which shows a fractured drill bit. Therefore, the reported event can be confirmed. A review of all relevant device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item within 1 year prior to the notification date and thereafter. There are additional complaints for the part and lot combination. With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.